Event description:
The customer reported a b30 scope communication error during an inspection procedure involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via remotely. Technical assistance support (tac) reported that the xenon light source displayed a b30 scope communication error with other scopes. Tac was instructed to check the digital cable and reconnect it using a screwdriver to tighten. Tac said that the video scope cable was not connected to the video system center and instructed to make sure that the cooling fans were running. Tac said that they turned the xenon light source off and back on and the image recovered. Tac said that he had this issue before because customer had inserted wet scopes into the xenon light source socket. Tac was instructed that customer should use an alcohol wipe on the scope contacts and dry them with a gauze. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.